Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. As per the additional information received, there was no movement of the patient or access site during recovery. A 12mm balloon was used to facilitate hemostasis. Manual pressure was held for 20 minutes. An amplatz wire was used to deploy the manta device. It is unknown if the manta was positioned correctly in the vessel. The vessel size was 9mm, a micropuncture kit was used, no ultrasound was used, and only one attempt was needed. The access location of the common femoral artery was central. No calcification or tortuosity was noted. There were no issues with procedure sheaths, and the procedure was performed per IFU. The manta was deployed at the measured depth of 3.5+1. No resistance was noted when advancing the bypass tube into the manta sheath. The manta device was explanted during the surgical cut down. Patient outcome is fine and there was no patient harm. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the ava ilable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a tavr procedure, following the deployment of the 18f manta bleeding was observed. Manual pressure was applied for 20 minutes but surgical intervention was needed. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a tavr procedure, following the deployment of the 18f manta bleeding was observed. Manual pressure was applied for 20 minutes but surgical intervention was needed. The patient was reported as fine post the procedure."